Manufacturer narrative:
The investigation for the reported optical signal issue and low pump has been completed. The impella pump was returned for investigation. No physical abnormalities were observed on the returned pump. Pump ran as expected during test in bucket of water without reproducing low pump flow. Upon optical testing, all 5s optical parameters were found within specification. From clinical details and data log review, placement signal trend was noted at beginning of the case start, which came back to normal without seeing any abnormalities in pump performance. Shortly after 5hr, a continuous suction alarm and low pump flow was reported with motor current spike at the end of the case with loss of optical signal. The cause of the low pump flow issue was most likely biomaterial since low pump flow did not preproduced during test and motor current spikes were reported without noted placement signal trend or improper position. The cause of the optical signal issue was most likely patient condition related based on returned product review and data log review. Added-d9 device return date added- d6a/d6b.

Event description:
The user facility reported a 77-year-old asian male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Following impella implant, the aorta and left ventricle position waveforms became uncoupled and suction alarms began to occur frequently. Although the pumps positioning was verified to be correct, the suction alarm remained present and the decision was made to explant the device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.